Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the reported condition could not be duplicated. Testing was performed and the device did not lose any programming with new battery installed. The device ran the program for an extended period of time with no issues occurring. Further investigation and determined that after 2 days without power from the battery, all programming will be lost as referring to the notification of change information providing to customer. Therefore, no problem found with the issue. No fault found the device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received a smith medical cadd ms3 lost programming. This occured while setting up pump for treating pulmonary arterial hypertension. Dose was 35.5ng/kg/min and decreased to 33ng/kg/min, after patient was in the emergency room for nausea, vomiting and diarrhea. The medication was decreased as believed to be side effects related to medication and once decreased the patient felt better. Patient had a back up pump to resort to when event occurred. Flu like symptoms are not related to pump, as related to medication infused.